Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The pacing impedance and sensing threshold were found to be high during follow-up. Noise which was sensed as ventricular fibrillation was also noted, but the device did not deliver inappropriate therapy. The lead was capped and a new lead was implanted. The patient was stable.